Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that this case caused unexpected stress on the cable unit due to the user's use, and that the image temporarily stopped coming out due to the failure. The above device handling has warned in the instruction manual as follows. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, the endoscopic image of the subject device disappeared. The user replaced the subject device to another device and completed the procedure. Olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon was duplicated, and an intermittent loss of image function was observed due to poor contact of the camera cable because it is damaged near the protector. There was no report of patient injury associated with the event.